Manufacturer narrative:
Product ID: 748351, serial# (B)(4) implanted: (B)(6) 2012 product type extension. Product ID 37602 serial# (B)(4) implanted: (B)(6) 2012 product type implantable neurostimulator. Product ID 3387s-40 lot# va01mbs implanted: (B)(6) 2012 product type lead. Product ID 3387s-40, lot# v045101, implanted: (B)(6) 2008 product type lead. Product ID 37085-60, serial# (B)(4) implanted: (B)(6) 2010 product type extension. Product ID 7482a40, serial# (B)(4) implanted: (B)(6) 2008 product type extension. (B)(6). (B)(4).

Event description:
It was reported that it was suspected that a patient had a stroke and was going to have an MRI to confirm. It was unknown if the stimulation was related to the event. It was noted that the clinicians suspected a "medullary infarct". Additional information received reported that the MRI was not conducted. It was stated that there was "no device interaction necessary". It was noted that there was no other information available.